Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that oversensing of far p waves, a drop in r waves and no capture was present on the right ventricular (rv) lead. The rv lead was confirmed to have dislodged. The rv lead was explanted and replaced. The patient was stable throughout.